Event description:
The patient was admitted to the hospital for removal of bilateral breast implants secondary to bilateral rupture, bilateral baker IV capsules and capsule contractures around the subglandular breast implants. She did not have replacement implants placed at this time. The surgically removed implants were 20 years old.